Event description:
The customer reported that no image occurred during set up involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus and the customer's reported issue was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image had vertical stripes. Based on the results of the investigation, it is likely the reported issue occurred due to damaged circuit boards (if board and ad board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.